Event description:
Per the report the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the patient did discontinue the use of the device, and no medical and/or surgical procedures were required. Per the report the device was replaced with a similar product and the patient followed the cleaning and storage directions provided.

Manufacturer narrative:
Additional information was received from the healthcare professional. Follow-up was made for patient information that was not provided. Information received was added I the following sections: a3a, b3, b5, d9. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the button came off from a silent nite 3d device.